Event description:
A 911 call to residence of pt arrived to find pt with severe chest pain. Zoll e series monitor was applied to pt in 4 lead configuration for initial tracing of EKG. Crew then attached v lead cable for 12 lead EKG. Although all leads were visible individually on the screen, the cardiac monitor would not initiate algorithm for detection of acute mi. Pt was in a rural setting with a 30 min eta to international cath lab. The crew began transporting to hospital. Crew then stopped along direct route to hosp to get a second set of 12 lead cables to attempt capture of 12 lead unit. The new set of cables did not change monitor status. Algorithm unable to capture and initiate. It is unk at the time of this report if pt survived in the event in hospital.

Event description:
911 call to residence of pt. Arrived to find pt with severe chest pain. Zoll e series monitor was applied to pt in 4 lead configuration for initial tracing of EKG. Crew then attached v lead cable for 12 lead EKG. Although all leads were visible individually on the screen the cardiac monitor would not initiate algorithm for detection of acute mi. It was in a rural setting with a 30 min eta to international cath lab. The crew began transporting to hospital. Crew then stopped along direct route to hosp to get a second set of 12 lead cables to attempt capture of 12 lead unit. The new set of cables did not change monitor status. Algorithm cable to capture and initiate. It is unk at the time of this report if pt survived the event in hospital.